Manufacturer narrative:
(B) (4): the device was further analyzed at physio-control's failure analysis center the malfunction isolated to the analog pcb assembly. The root cause of the reported failure was an inductor, designator l1, from the analog pcb assembly. The inductor legs 1 and 4 were resistive and inhibited current flow from the battery to prevent the device from powering on.

Event description:
Physio-control evaluated the device and observed that it would not turn on. There was no report of patient use associated with the reported event.